Event description:
The customer received a blood glucose reading of 502 mg/dl from her breeze2 meter and a reading of 96 mg/dl from her contour meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer had to go and ended the call. No product will be returned.